Event description:
Patient's spouse reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "capsular contracture, baker grade iii". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange due to concern with the product.

Event description:
Patient's spouse reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "capsular contracture, baker grade iii". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. One opening in anterior side assessed as surgical damage. Broken of plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.